Manufacturer narrative:
One used cleo® 90 infusion set was returned for investigation. The site was not returned with the set. The trocar (sometimes referred to as the metal needle) was found to have been bent. Visual inspection showed the trocar was proper size and no manufacturing defects were observed. The trocar was most likely bent by the end user, but it was not able to be determined how the device had been handled. Being the site and the adhesive layer were no longer present, it would be accurate to state that the trocar was not bent before usage as the site would not have been released from the device and would still be present. It was not able to be determined how the device had been handled. The complaint was confirmed.

Manufacturer narrative:
The device is currently being evaluated; smiths medical will file a follow-up report detailing the results of the evaluation once it is completed. Device evaluation in progress.

Event description:
It was reported that during a product demonstration, the needle of a cleo® 90 infusion set did not retract into the inserter because the needle "twisted". No injury was reported.